Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 36-year-old female patient underwent a breast surgery with implantation of a 375cc mentor smooth round moderate profile saline breast implant prosthesis. Post-operatively, the patient experienced right breast pain. A consultation with a medical professional has been conducted; however, no diagnosis has been provided. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On december 20, 2022, mentor received information was inadvertently omitted from the initial report. The patient's race and ethnicity were provided as white and not hispanic/latino, respectively. Additionally, an event date was provided as october 31, 2022, and the patient was reported to have been scheduled for removal and replacement on december 30, 2022. On december 22, 2022, mentor received information with an updated event and explantation date as the healthcare professional stated the previous information was incorrect. The event date was provided as november 16, 2022, and the patient was reported to have undergone unilateral right-sided removal and replacement with an undisclosed breast implant on december 01, 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: breast pain manufacturer¿s reference number: (B)(4) in the initial, b3 date of event, a5 ethnicity, a6 race, should have been populated with (B)(6) 2022, not hispanic/latino, and white, respectively. Additionally, an explantation date of (B)(6) 2022, b2 is required intervention should have been checked, h6 health effect - impact code as device explantation, and h6 type of investigation as device not returned should have been reported.